Event description:
It was reported that the device had a wireless intermittent error. Device analysis identified a peeling downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported issue was not confirmed through inspection or testing. Visual inspection performed and found the downstream occlusion seal was peeling.